Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was "high"; although specific value was not provided. Health care provider assisted customer in giving a correction bolus via the pump. The customer will continue to use the current pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.